Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The lcd color cable will be replaced as a precaution once the repair estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.